Event description:
It was reported that during eval of the universal modular electric/battery double trigger handpiece, the handpiece cut off. It was reported that the cut off happened during cutting and reaming applications. Reaming applications were conducted with the 250rpm reamer. There was no report of pt injury or medical intervention. Surgery time was not extended and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.